Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the locking mechanism was defective. This was attributed to defective handling. The device was repaired and returned to the customer.

Event description:
Device was returned for service. During service, technician found safety locking mechanism defective. Hose has a hole. Motor gets hot, is loud, and has vibrations. This is report 1 of 1 for complaint #(B)(4).